Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Event description:
Fracture was also noted. The physician elected to explant and replace the rv lead. The patient was in stable condition.